Event description:
The hospital reported that during a coronary artery bypass procedure, two aortic cutters tore the pt's aorta. We are following up with the customer for add'l info regarding the reported failure of the devices and the pt's condition. Refer to MFR report # 2242352-2013-01037 for the related report.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).